Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During device evaluation at olympus, it was found the customer complaint was confirmed and the scope was clogged with foreign material. In addition, service found the insulation resistance was out of specification due to burning part of the distal end cover, angulation in the upward direction was out of specification due to a worn angle wire, liquid leaked due to a cut in the connecting tube, the light guide lens was stained due to pollution, the screen was partly dark due to a scratch of the charged coupled device (ccd) lens, the condition of the light guide bundle was not good, the ccd lens was creased, the adhesive part of the bending section was broken, the connecting tube was crumpled, the coating of the connecting tube was peeled off and the universal cord was crumpled. This event is under investigation. A supplemental report will be submitted upon completion of the investigation, or if additional information is received.

Event description:
The customer reported to olympus that black water inside the channel came out when cleaning the gastrointestinal videoscope during maintenance of the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was received from the customer which confirmed that there was no patient involvement, and the device was reprocessed according to the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.